Event description:
It was reported that bd ultra fine¿ pen needle shield was unable to detach. This was discovered before use. The following information was provided by the initial reporter: material no: 320119 batch no: 8338551. It was reported that the consumer has a whole box of pen needles that are inverted. Consumer reported having a whole box of pen needles that are inverted. Stated the needles are upside down. Stated the needles are on the bottom not on the top, so she can't remove the needle shields. Stated she can not use this box and can not wait for the voucher.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 16 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needle shield was unable to detach. This was discovered before use. The following information was provided by the initial reporter: material no: 320119, batch no: 8338551. It was reported that the consumer has a whole box of pen needles that are inverted. Consumer reported having a whole box of pen needles that are inverted. Stated the needles are upside down. Stated the needles are on the bottom not on the top, so she can't remove the needle shields. Stated she can not use this box and can not wait for the voucher.